Event description:
Customer reported saturation fault error. Customer was unable to take a kub exposure. Saturation and x-ray overtime error messages during film shot.

Manufacturer narrative:
Gehc field service engineer generator battery assembly drops below 200vdc during an exposure of 75kvp@200mas. Ordered replacement assembly. Replaced battery pack assembly, tested by taking several exposures of 75kvp@200mas and batteries stayed above 360 vdc.system operating as intended.